Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with unknown mentor saline breast implants which the patient reported that immediately after implantation in 1999, she noticed things happening in her body, and in 2017 she is in her death bed, claiming due to the breast implants. She has been in emergency rooms many times, has hyperthyroidism which doesn¿t run in her family, vertigo, neck and back pain, joint aches, swollen face, weight gain, dry eyes, fatigue, migraine, etc. Patient wish to remove the implants which the patient claims medically necessary for her survival. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.